Manufacturer narrative:
.

Event description:
It was reported the patient died from a staph infection following implantation of the device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.